Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the ptfe coating had been sheared off the outer surface of the wire on the area approximately 172 -203mm from the distal end of the shaft. Magnifying inspection of the segment on approximately 172 - 203mm from the distal end found that shearing of the ptfe had been generated both from the proximal in the distal direction and from the distal in the proximal direction. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specification. The adhesive strength of the ptfe coating to the core wire was determined and verified to meet manufacturer specification. Functional testing was conducted and was able to reproduce the reported defect on a sample of a current visiglide guide wire product. The ptfe coated segment of the current product sample was pushed against a sharp tool and pulled in the proximal direction. The coating was sheared off the shaft. The forceps elevator on the endoscope was raised while a guide wire was inserted. The guide wire came into contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the on the investigation it is likely that the actual sample had close contact with a sharp object and in this state it was subjected to repetitive pulling and pushing actions, when it was exposed to abrading forces which exceeded the product's strength limit. Based on the complaint description, the defect on the actual sample was reported to have been found when the actual sample was unpacked for use. From the available information, however, it cannot be determined definitely how and when the actual sample had close contact with a sharp object. Terumo medical product (tmp) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the coating layer sheared off the visiglide device. Follow up communication with the user facility confirmed the following information: when the customer unpacked the actual sample, he found that the surface of the guide wire had become rough on approximately 20cm from the distal end. The actual sample was unusable. The patient was not harmed.